Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-02393. It was reported that the guidewire perforated the balloon shaft. The target lesion was located in a coronary artery. A 2.00mm x 20mm emerge¿ balloon catheter was selected for use to dilate the lesion. However, when the 185cm j-tip pt²¿ guide wire was passed through the balloon catheter, the wire entered through the distal end of the balloon but did not exit as usual. After a little force was applied, the wire perforated the balloon catheter an area far from the usual. It was realized that the balloon catheter was damaged presenting its proximal orifice occluded. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.